Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1s7wh, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1s7wh, ubd: 13-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator. It was reported that the lead was not functioning. It was noted that when the lead was implanted during the procedure, it did not test well, had impedances on several of the electrode combinations, and with a replaced lead, all tested good. The initial lead was removed and replaced. The issue was resolved at the time of the event. There were no further complications or anticipations reported with this event. On 2018-aug-14 additional information received from a manufacturer representative (rep). It was reported that cause of the lead not functioning was not determined. There were no further complications or anticipations reported with this event.